Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: this mre review is for sterilization procedure only part: 04.211.028s. Lot: 6l29966. Manufacturing site: selzach . Supplier: früh verpackungstechnik ag . Release to warehouse date: oct 07, 2019. Expiry date: sep 01, 2029 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile 04.211.028 / 16l8578 was manufactured in us, monument. Manufacturing location: monument. Manufacturing date: sep 11, 2019. Part number: 04.211.028, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 28mm. Lot number: 16l8578 (non-sterile). Lot quantity: (B)(4). Seventy-seven pieces were scrapped in cell at op #70, flow inspect/pack, for surface finish. Production order traveler met all inspection acceptance criteria apart from the seventy-seven pieces noted. Inspection sheet, in process / inspect dimensional / final inspection, ns071943 rev a met all inspection acceptance criteria apart from the seventy-seven pieces noted. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.028.999, 2.8mm ti screw blank 28mm 02.7 variable angle w/sd8. Lot number: 15l1359. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional, ns070568 rev e met all inspection acceptance criteria. Part number: 04.210.132.999, 2.8mm screw blank 41.5mm no head turn/no point w/sd8. Lot number: 13l4971. Lot quantity: (B)(4). Six hundred thirty-seven pieces were scrapped in cell at op #10, warm head blank, as set-up failures. Production order traveler met all inspection acceptance criteria apart from the six hundred thirty-seven pieces noted. Device history review. Nov 25, 2019: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent osteosynthesis surgery for proximal ulna fracture with the va olecranon plate and the va locking screw in question. During the surgery, the surgeon could not lock the screw. When the surgeon removed the plate once, and he checked the screw hole, he found that the thread of the screw hole worn. The surgeon gave up inserting the screw into the screw hole. The surgeon assumed that the screw hole was damaged when the drill guide was attached to the plate or during screw insertion. The surgeon said that fixability is no problem. The surgery was delayed by less than 30 minutes. No further information is available. Concomitant device reported: unknown insertion instrument (part# unknown, lot# unknown, quantity 1), unknown drill guide (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This is 1 of 2 for report (B)(4).